Event description:
Customer reports, there was a filtration of the vitreous humor in one pt through the orifice in which the needle passes and this required an add'l vitrectomy. Reportedly, the leakage of the vitreous humor through the orifice was allegely too large in comparison with the diameter of the attached suture.

Manufacturer narrative:
Samples from the same lot were returned for evaluation. Visual, suture tensile strength, needle holding strength and needle bending tests were performed. No defects were found. All tests were acceptable. Lot history review was unremarkable with regard to the complaint. No other complaints have been received against this lot. Without the actual sample co is unable to determine the cause of the report. Our testing indicates that under normal conditions of use the sutures/needles should have functioned as expected.